Event description:
"As the surgeon was placing peek cage in at left l5-s1 with inserter and mallet, he noted the peek cage had broken into two (2) pieces. Both pieces were removed and new peek cage inserted. No patient harm." Intended procedure was "transforaminal lumbar interbody fusion at l5-s1 using peek cages and vitoss putty."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer reported a fracture of an avs pl spacer. The device was not returned for evaluation. Manufacturing records were reviewed and no anomalies were identified. It is likely that the user may have excessively impacted the spacer with the mallet during insertion. No further evaluation possible. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
"As the surgeon was placing peek cage in at left l5-s1 with inserter and mallet, he noted the peek cage had broken into two (2) pieces. Both pieces were removed and new peek cage inserted. No patient harm." Intended procedure was "transforaminal lumbar interbody fusion at l5-s1 using peek cages and vitoss putty."